Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The pt has had no known trauma and does not manipulate the vns. The pt remains asymptomatic. X-rays have been ordered and a surgery consult is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.